Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified vessel. A 2.25x28mm synergy drug-eluting stent was selected for use. The physician slid the stent protector slowly to the distal side gripping on the distal side of the stent protector and the proximal stent side of the catheter. While inserting the deivce, resistance was encountered and then the device failed to cross the lesion. It was noted that the distal portion of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.